Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer continued to use current pump for insulin therapy.